Event description:
It was reported that the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to a drop in r waves and myopotential oversensing. The patient also has a vvi pacemaker and testing was performed with the pacemaker at a higher rate, leading to appropriate sensing, and no oversensing. Troubleshooting was performed with the patient in multiple postures and there was no oversensing. The device was programmed to primary vector as there was little change in amplitude. The physician was happy with the change and will have the patient perform a patient-initiated interrogation (pii) in the next week. At this time, the device remains in service. No adverse patient effects were reported.